Event description:
On july 7, 2008 the lay user/reporter in another country, contacted lifescan on behalf of the lay user/pt alleging the one touch ultra easy meter read inaccurately high. The medical affairs specialist sent follow up questions to the technical service representative to ask the pt. One day prior to event date, at 9 pm the patient's meter reportedly showed a reading of 14.1 mmol/l. According to this result the pt injected 4 units of humalog insulin. At this time he normally injects 2 units of humalog insulin. The pt takes insulin based on a sliding scale prescribed by his physician. The pt also increases and decreases his dose of insulin based on his own feelings. When he injected the 4 units at 9 pm, the pt also ate an apple and a crispbread and went to bed. At approximately 1 am, the patient's wife realized that something was wrong and tried to wake the pt up. When she could not wake him up, she decided to call the paramedics at 1:30 am. When the paramedics arrived they tested his blood sugar and obtained a result of 2.7 mmol/l on their meter. They injected him with glucose intravenously and he felt better immediately. The pt normally eats before going to bed. The pt did not eat any less or more the evening before his wife called the paramedics. The pt has had one episode like this one in the past approximately two years ago. The paramedics told the pt that episodes like this could happen due to this old age. They advised him to decrease his insulin dose. Since he had the symptoms the morning of the event date, the patient's doctor has decreased his insulin dose. It was determined during the troubleshooting telephone call the patient's testing technique was correct. The meter was set to the correct unit of measure. A quality control test was performed with passing results. This complaint is being reported because the pt alleged he had an inaccurate high reading, took extra insulin based on the reading, and experienced symptoms indicative of hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.